Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl. The customer had not reported symptoms and treatment for their blood glucose levels. The customer was in diabetic ketoacidosis and had an infection prior. . The customer was hospitalized last week. Troubleshooting decline to troubleshoot for high readings. Customer also stated sensor gave change sensor alert and stated that sensor was not letting her bolus during the sensor updating and they used a pen instead. The product was returned for analysis.